Event description:
Customer reported that she was unable to test her blood glucose level because she needs training on the testing process on her adc blood glucose meter. Customer further reported subsequently experiencing nervousness and tiredness. Customer was seen by the doctor and diagnosed with hyperglycemia. Customer received a reading of 355 mg/dl on the doctor's meter. Customer was treated with insulin and water. Customer self-treated by drinking water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to a training issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required.